Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced symptoms of opioid withdrawal including nausea, vomiting, goose bumps, abdominal cramping and increased pain. The symptoms began approximately 3 days prior to the report. The patient was admitted to the hospital overnight and was to be monitored. The patient was treated aggressively with intravenous (IV) opioids and benzodiazepines. Once the pharmacy could mix a combination of medication, the healthcare provider (hcp) planned to start the patient at 3.5mg/day and monitor the patient overnight. It was also reported that a pump low reservoir alarm occurred on (B)(6) 2013 and empty pump occurred on (B)(6) 2013. The device system delivered hydromorphone and clonidine. Additional information has been requested but was not available at the time of this report.